Event description:
The physician was unable to deploy the stent due to resistance encountered and the whole stent delivery system was removed. A non-stryker stent was used to complete the procedure. It was reported that the patient subsequently died post procedure. The date and the cause of death are unknown. The physician stated that the patient's outcome may have been related to thrombosis. No further information was provided.

Event description:
The physician was unable to deploy the stent due to resistance encountered and the whole stent delivery system was removed. A non-stryker stent was used to complete the procedure. It was reported that the patient subsequently died post procedure. The date and the cause of death are unknown. The physician stated that the patient's outcome may have been related to thrombosis. No further information was provided.

Event description:
Analysis of the returned device found that the stent microdelivery catheter was broken. There was no clinical consequences reported to the patient.

Manufacturer narrative:
Event date: the exact date of the adverse event is unknown. The procedure took place on (B)(6) 2014. The device is not available to the manufacturer.

Manufacturer narrative:
Additional information was received from the physician. The patient died two days post procedure from complications. There was no relationship between the death and the subject stent delivery system, which failed to deploy and was removed from the patient. Manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Manufacturer narrative:
The initial MDR was filed for to the patient's death; however, it was clarified later that the patient died two days post procedure from complications and there was no relationship between the death and the subject stent delivery system, which failed to deploy and was removed from the patient. The supplemental MDR redaction was filed based on this additional information. The current supplemental MDR was filed for the reportable observation of the stent microdelivery catheter breakage found during the product analysis. The device history record review confirms that the device met all material, assembly and performance specifications. Visual and microscopic inspection of the returned device found that the microdelivery catheter was severely twisted and ruptured at 5.6cm from its distal end (just proximal to the stent location). The microdelivery catheter proximal shaft was severely kinked at 22.5cm, 67.5cm and 68.5cm distal to the strain relief and the distal shaft was compressed on several places along its length. Small amount of blood was found in the microdelivery catheter. The stabilizer was kinked and separated on its proximal shaft. The stabilizer proximal separated section and the hub were not returned. The separated part of the stabilizer was in the microdelivery catheter. The stent was in the microdelivery catheter distal shaft in its intended location. A .016" mandrel was inserted through the twisted and ruptured section of the microdelivery catheter distal shaft, and the stent was pushed out. There were no anomalies noted to the stent. The functional evaluation could not be performed due to the observed anomalies. The reported and observed issues are indicative of high friction during deployment. Because of the high friction, the user may have applied some force between the stabilizer and the delivery catheter in an effort to advance the stent system. This tensile force in the microdelivery catheter can cause stretching of the microdelivery catheter, and the corresponding compressive force in the stabilizer can cause compression the stabilizer, which may manifest itself as buckling, bending, and possibly kinking and breakage. However, the cause of high friction during deployment cannot be definitively determined in this case. Therefore, a cause of undeterminable was assigned to the reported and observed issues.